Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, conclusion code known inherent risk of device was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms. It was noted that the patient presented chest pain. Technical services (ts) was consulted, discussed the out of range measurements had been occurring since the last office check. This pacemaker system remains in service. No adverse patient effects were reported.